Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint that the autopulse platform (sn (B)(6) displayed fault code 29 (loss of brake connectivity) was confirmed during both archive data review and functional testing. The root cause of fault code 29 was a seized brake assembly, which led to the drivetrain failing to function. Seized brake could have resulted from humidity, neglect, or user handling. A review of the autopulse platform archive revealed that frequent daily checks were not performed. Daily device checks are required per the user manual to help prevent the brake from seizing. The additionally reported complaint that there was a rattling sound inside the platform was confirmed during service evaluation. The root cause of this issue was a loose screw inside the platform. Visual inspection revealed that the front enclosure was cracked in the front-end area, unrelated to the reported complaint. The probable root cause for this observed physical damage was user mishandling. The front enclosure was replaced to address the damage. A review of the archive data showed multiple fault code 29 (loss of brake connectivity) on the customer's reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test as it displayed fault code 29 upon powering on, confirming the reported complaint. While powering up, there was no brake activation. The brake assembly was seized, causing the drivetrain motor to fail, resulting in fault code 29. The drivetrain motor assembly was replaced to remedy the problem. Subsequently, the autopulse was subjected to a run-in test using a large resuscitation test fixture (lrtf) with known-good batteries until discharged without fault or error. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was found for the autopulse platform with sn (B)(6).

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) continuously failed to perform compressions. The autopulse platform would perform a few (1 or 2) compressions, and then it would stop and display fault code 29 (loss of brake connectivity). The customer re-installed the lifeband to troubleshoot the issue, but fault code 29 persisted. The patient's status information was requested, but the customer did not provide a response. Back at the station, the customer inspected the autopulse platform and troubleshot the issue. Multiple lifebands were installed, but fault code 29 persisted. In addition, the customer reported that a rattling sound was coming from the platform as if something was loose inside the device.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H6 (health effect - clinical code) was updated based on the received additional information. H6 (health effect - impact code) was updated based on the received additional information.

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) continuously failed to perform compressions. The autopulse platform would perform a few (1 or 2) compressions, and then it would stop and display fault code 29 (loss of brake connectivity). The customer re-installed the lifeband to troubleshoot the issue, but fault code 29 persisted. Per the customer, manual CPR was started and continued throughout the call. No consequences or impacts on the patient. Back at the station, the customer inspected the autopulse platform and troubleshot the issue. Multiple lifebands were installed, but fault code 29 persisted. In addition, the customer reported that a rattling sound was coming from the platform as if something was loose inside the device.